Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal stent implant procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for an esophageal stenosis. The stenosis was located at the cardia and distal esophagus with a length of 7cm and a diameter of 10mm. The patient was not noted to have tortuous anatomy. The lesion was dilated prior to stent placement. During the procedure, the stent system was positioned within the patient and the physician began deployment. However, the first 2-3cm of the stent were difficult to deploy and the stent was unable to be further deployed. The partially deployed stent was removed from the patient. No visible issues were noted with the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition was reported to be "safe and stable during the whole procedure and afterwards."

Manufacturer narrative:
The reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal stent implant procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for an esophageal stenosis. The stenosis was located at the cardia and distal esophagus with a length of 7cm and a diameter of 10mm. The patient was not noted to have tortuous anatomy. The lesion was dilated prior to stent placement. During the procedure, the stent system was positioned within the patient and the physician began deployment. However, the first 2-3cm of the stent were difficult to deploy and the stent was unable to be further deployed. The partially deployed stent was removed from the patient. No visible issues were noted with the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition was reported to be "safe and stable during the whole procedure and afterwards."

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 25 mm. The shaft was kinked at approximately 610 mm proximal to the distal tip. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.